Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, consumer) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient couldn't modify their adaptive stim parameters with their controller because it was locked on the "lying on left side" position. The representative tried to modify the "lying on left side" position with the physician's tablet and then changed the position on the patient's controller, but it didn't work. Then they tried replacing the controller, but the same problem occurred with the new controller. The representative noted that it was probably an ins problem. The issue was not resolved. Surgical intervention did not occur and was not planned. Additional information received from a manufacturer representative. It was reported that the cause of the adaptivestim issue was not determined. The representative was to meet with the patient another time and reconfigure their adaptivestim settings again. The patient was no longer able to control their adaptivestim parameters as it was blocked on one position.

Manufacturer narrative:
G2: the country of origin is france medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep) reporting that the cause was the position sensor seemed to be deregulated, and it recognized only one position. The rep redefined several patient positions with the clinician tablet and it was all good. Reprogramming resolved the event. The patient¿s adaptivestim was now operational.